Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the helmer refrigerator was not appearing on the bus after running hardware test application (hta). A field service engineer (fse) performed troubleshooting by running the firmware updater, checking all connections, and resetting both the refrigerator and the station. Following these actions, the refrigerator was successfully detected on the bus and functionality was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was failed, unable to recover, and several medications for infusion patients were stored inside. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.